Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was at the hospital and just got out. Customer's current blood glucose is 400 mg/dl. Customer treated with the pump. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer was hospitalized due to high blood glucose and pain in his arms. Customer's blood glucose was brought down and he was advised not to wear the pump by the hospital. Customer was wearing the pump at the time of the hospitalization. Caller put the pump on the customer anyway. Customer was advised to do complete infusion set change. Caller stated that they had issues with the set while doing the set change yesterday. Caller stated that they inserted the site manually and the serter didn't load correctly. Caller stated that the customer is on medication but he has been on it for years. Customer took a manual injection of 10 units to bring down the high blood glucose. Caller mentioned that the customer's blood glucose has gone up to 444 mg/dl.